Manufacturer narrative:
Device not returned.

Event description:
Reportedly the device was explanted and replaced by a 6900p valve after an implant duration of nine (9) months, due to unk reasons. No further details were provided. The device will not be returned (discarded).